Manufacturer narrative:
H3 other text : placeholder.

Manufacturer narrative:
The sample device was returned to argon from the complainant. Argon forwarded the device to the device supplier, confluent, for evaluation on 1/24/2020. As of the date of this report, the investigation is still ongoing. A follow-up report will be provided once confluent concludes its investigation findings.

Manufacturer narrative:
The investigation is ongoing and a follow up report will be submitted once the evaluation is complete.

Event description:
Patient came in for ivc filter retrieval which had been in since (B)(6) 2017. CT to verify leg location. One filter leg was fractured prior to removal, filter could be removed but fractured leg was not. Cat scan post procedure showed fractured leg was ossified in the vertebral body.